Event description:
It was reported that the tubing had come apart near the port. There had been blood in the line, but she had reconnected the tubing. The pump had been stopped. The settings had been reviewed, the clamp had been closed, and the pump had been powered off. Chemo spill instructions had been reviewed. There was patient involvement, and no patient harm/adverse event reported. Possible lot numbers: 6012447, 6005576, 6012451.

Manufacturer narrative:
A device history record (DHR) review was conducted for the possible lot numbers in which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.